Manufacturer narrative:
Contact phone does not contain enough spaces, the entire phone is (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false depressed alinity I tsh on a newborn patient that was questioned by the physician when processing on the alinity I processing module. On (B)(6)2022, sid (B)(6) generated alinity I tsh of 4.8 uiu/ml (normal value was questioned). The sample was repeated of 200 uiu/ml. The account uses caliper reference ranges, with no specific range provided. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Barring the sample being repeated, no additional troubleshooting was performed by the customer. A definitive part was not identified, therefore, the alinity (B)(6) was considered the likely cause. A product labeling review found the alinity ci-series operations manual addresses operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations. The alinity I system tsh reagent package insert adequately address sample handling, performance characteristics, assay processing, and interpretation of results. No contributing factors in the month prior to the complaint were identified in regards to the system. The service history of the serial (B)(6) verifies no subsequent issues have been reported related to falsely depressed tsh results. No non-conformances or potential non-conformances applicable to the current complaint were found in regard to the complaint likely cause. The alinity I product monitoring review found no adverse trend of the alinity I with regards to the current issue. No adverse trends were identified for the alinity I processing module. No product deficiency was identified.